Manufacturer narrative:
Device evaluation: documentation on evaluation results.

Event description:
The device had missing components during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.